Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter observed in one device. The sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The MDR submitted with MFR report #: 1024879-2025-01601 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter observed in one device. The sample was recollected. No adverse impact was reported regarding the patient or user.